Manufacturer narrative:
The reported event was confirmed. The sample has been evaluated and observed catheter was blockage. Dissected the catheter and found there were salt accumulation on the lumen and drainage eye causing blockage which makes it difficult for water to flow through that would have contributed to the reported problem. However the exact cause on how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]. Method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] .method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the urine did not flow into the urine collection bag unless induced many times. The device was replaced and another device was used on the 3rd day. Per additional information received via email on (B)(6) 2019 from ibc represented, the urine stagnated in the inlet tube and the user had to shake the inlet tube or drainage bag in order to transfer urine into the bag.